Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-01444, 1627487-2020-01445. It was reported that the patient was not receiving benefit from their scs system. In turn, the patient underwent surgical intervention wherein the system was explanted. Note: since it is not known which device was causing the issue, all possible devices are being reported on.

Manufacturer narrative:
Patient declined reprogramming and stated the system wasn't helping. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Patient declined reprogramming and stated the system wasn't helping. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.